Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube had a broken tab. The issue occurred during reprocessing after a therapeutic endoscopic ultrasound. The procedure was completed without delay with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the correction of the previous supplemental MDR additional information: d9 corrected fields: d8 olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is presumed that the event occurred due to external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The user may have applied stress toward wrong direction which caused the external stress. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken". Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.